Manufacturer narrative:
Insulin pump received with no button response due to flattened escape and act button dome switch. The keypad connector on screen was locked properly during visual inspection. Unable to verify failed battery alarm, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the esc and act buttons were difficult to activate. The customer received random no delivery alarms. Customer's blood glucose level was not reported. The device was not returned.